Manufacturer narrative:
Analysis found insulation damage on the distal coil and the proximal cable insulation at 38cm from the helix-end due to subclavicle crush. It is believed that this would cause the reported impedance anomaly. Analysis found an abrasion from the inside-out on the lead insulation at 6.3cm from the helix-end, underneath the shock coil. An abrasion was found on the lead insulation at 18.6cm from the connector pin which is consistent with friction to the ICD can.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The patient presented to the clinic due to a patient notifier alert. The device was interrogated and showed low pacing impedance. When isometrics were performed, lead impedance dropped and noise was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.